Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used half filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. On the sample the white clamp is closed and the patient connector was not closed, the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected on the sample. After opening the top cap we detected crystallized drug residues and solution at the filling port (lli-cone) and solution at the patient connector (lla-cone) of the sample. The sample was filled up to the nominal value (100 ml) and was taken to a functional test respectively a leak test was carried out. After opening the white clamp and starting the pump and waiting for 60 minutes the pump is working (solution was running) at the sample. After these 60 minutes leakages were not detected at the sample. The inspected sample is within our specifications. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
(B)(4). No diffusion. Drug: 5fu. Preparation with no diffusion to: (B)(6) 2016. The patient had to return to the clinic to re-prepare the broadcaster (B)(6) 2016.